Manufacturer narrative:
The user facility submitted medwatch mw5109121 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed at the end of an eight (8) hour infusion of versed. The rate was 13ml/hour for a 100ml bag. When the pump alarmed, the bag was over half full. A new bag had not been hung. A paralyzed patient was involved and the bispectral index (bis) was within normal limits at 30. There was no report of patient injury or medical intervention associated with this event. No additional information is available.